Event description:
It was reported that the indirect decompression (ID) spindle cap broke during the procedure. It was noted the physician may have encountered thick bone, osteophytes or other obstructions causing resistance during the sagittal wiggle application. The physician completed the procedure using another ID spacer of the same model. Physical analysis of the ID spacer was not performed as it was disposed of by the facility. The patient did well post-operatively.